Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the neutral electrode grounding pad would not stick, this issue occurred in several patients for different diagnostic and therapeutic procedures. There were no reports of patient harm.